Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed battery test. He did not recall the blood glucose reading. The battery cap contacts were not missing or damaged and the battery compartment and spring not corroded or damaged. The customer was sent a new battery cap and advised to call back if the issue persisted. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The customer is calling back after receiving replacement cap stating his insulin pump is not working and is receiving a low battery alarm. The customer used a new aaa alkaline battery stored at room temperature. The fail battery alarm recurred and the customer was advised the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan and treat per health care professionals instructions. The customer's blood glucose at time of incident: unknown.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no failed battery test, unexpected battery out limit alarm or low battery alerts noted. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.